Event description:
Customer reported that she was hospitalized due to high blood glucose and dka. Customer stated that the blood glucose reading was 401 mg/dl. Customer stated that her reservoir was leaking around the o-rings. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-82772.